Manufacturer narrative:
D10: concomitants: 200-02-32 - three peg patella 32mm 1850596 203-96-01 - (11-2222) saw blade new stryk (.050) 9w180 203-96-03 - (11-2216) saw blade new stryker (.050) 98137 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t 1720005 234-02-02 - optetrak asy,ps cemented femoral, sz 2, 1795216 pending investigation.

Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2010. Approximately 12 years and 1 month after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed left total knee . There was obvious fragmentation of the polyethylene insert with multiple loose fragments of the polyethylene present. The post had fractured off. Synovectomy was performed involving the patellofemoral compartment as well as the medial and lateral gutters. There was wear noted about the patella but the button was well fixed and there was left in situ. The polyethylene insert was removed. The patient was removed from the operating to recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.